Event description:
It was reported that externalized conductors were noted. Loss of capture was observed. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.